Event description:
It was reported that a pump alarmed for a system error 322. It was also reported that there was no patient involvement and the alarm was reproduced during testing at the facility.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was able to confirm and reproduce the system error. The alarm was found to be caused by a failed lower link switch, which has been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.